Event description:
It was reported that this implantable cardioverter defibrillator minute ventilation sensor was disabled. Technical services (ts) reviewed the reports and noted that the device's mv sensor appeared to be disabled due to external noisy signals. It was noted that noisy signals have not been seen outside of this event. The patient underwent a procedure around the time of the event. However, the date and time of the procedure was unable to be confirmed at this time. The mv sensor has been programmed back on. The device remains in use. No adverse patient effects were reported. Additional information received confirms that the procedure occurred on the same day as the sam episode. No adverse patient effects were reported.